Event description:
It was reported that the bd alcohol swabs were labeled incorrectly. The following information was provided by the initial reporter, translated from spanish to english: the customer reports that the sanitary registration of the sku is 326899 erroneous, it reads 74892 ssa and should read 74982 ssa.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned for pr#(B)(4). However, this complaint report is linked to pr (B)(4) and photos were provided for pr#(B)(4). This is the 2nd complaint for the reported lot number 3024034, 3024036 and the 1st for lot number 3075747. Embecta was able to confirm the customer-indicated issue on pr (B)(4). Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd alcohol swabs were labeled incorretly. The following information was provided by the initial reporter, translated from spanish to english: the customer reports that the sanitary registration of the sku is 326899 erroneous, it reads 74892 ssa and should read 74982 ssa.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3024034. D4. Medical device expiration date: 31dec2027. H4. Device manufacture date: 24jan2023. D4. Medical device lot #: 3024036. D4. Medical device expiration date: 31dec2027. H4. Device manufacture date: 24jan2023. D4. Medical device lot #: 3075747. D4. Medical device expiration date: 29feb2028. H4. Device manufacture date: 16mar2023. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.